Event description:
It was reported that during the procedure as the guide wire was pushed forward to access the lesion, the guide wire felt unusual. Upon removal of the guide wire, it was noted that the tip coils were stretched and the core was separated. There was no pt injury reported.